Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. A field representative went onsite to evaluate the device and found that tubing from the wash station was torn and the gear pump pressure was not high enough. Further investigation by the manufacturer confirmed the field representative findings were the cause for the event. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes 1 malfunction event where erroneous results were generated by the p module analyzer. There were erroneous inorganic phosphorus results for two patients. The patients were (B)(6). There was one male and one female. The patient's weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.